Manufacturer narrative:
It was reported that the dental implant had fractured. Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device has been discarded and no investiation could be performed. We will continue to track and monitor the trend.

Event description:
Dental implant fractured.